Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user was unable add medication to a new patient. A field service engineer fse found that the station was unable to synchronize its database. Ports on the switch were checked and changed, the network connection was uninstalled and reinstalled, and multiple settings were tested. Despite these efforts, the station still did not fully synchronize. It was determined that the netgate router was throttling the signal. The fse worked with technical support to reconfigure the netgate box, and netgate technicians were continuing to investigate what was slowing it down. Additionally, the fse worked remotely with technical support centre tsc. Tsc was able to repair the server database, which also corrected other related issues. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to add medication to a new patient and could not complete the full sync, even after performing all the recommended adjustments. There were no adverse events or injuries reported based on this event.